Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that although the device had been reprogrammed in the past, non-sustained lead noise due to post-paced t wave oversensing was observed again via a merlin at home transmission. Patient was asymptomatic. Further reprogramming changes were made.

Event description:
It was reported that patient presented in clinic for follow up when post-paced t wave oversensing was observed. The patient was asymptomatic. The device was reprogrammed.